Event description:
It was reported by the customer that the pyxis medstation es system was not detected on the bus and that there was a black mark on the back of the drawer. A customer reported a spark on the bus cable adjacent to the drawer during an inspection conducted by a field service engineer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer bus cable black marks due to component failure. A field service engineer replaced affected component, retractor band,controller, bus cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system was not detected on the bus and that there was a black mark on the back of the drawer. A customer reported a spark on the bus cable adjacent to the drawer during an inspection conducted by a field service engineer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer bus cable black marks due to component failure. A field service engineer replaced affected component, retractor band, controller, bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.